Event description:
Additional information received indicated that the lead breakage was seen during the surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete device information, but not received.

Event description:
Related manufacturer reference number:1627487-2020-03814. It was reported that the patient was unable to increase the stimulation. Troubleshooting revealed that the leads were broken. As such, surgical intervention took place on (B)(6) 2020 wherein the leads were explanted and replaced addressing the issue. Patient is doing well and therapy has been resumed.

Event description:
New information received indicates that surgical intervention took place on (B)(6) 2020.

Manufacturer narrative:
Corrected data: b3 - date of event, d6b - date of explant and h6: type of investigation. It was reported that the surgery took place on (B)(6) 2020 in the initial report. New information indicates that the surgery took place on (B)(6) 2020.